Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump missed to deliver insulin and her blood glucose reading was 800mg/dl. The caller stated that she accidentally pulled her infusion set of her body during night, and she was without if for a few hours. The customer was taken to the emergency room due to diabetes ketoacidosis. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Reviewed the alarm history and found several battery alarms, low reservoir and no delivery alarms. No further information was provided.